Manufacturer narrative:
(B)(6). The device was manufactured between december 17, 2018 - december 18, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the returned photograph which revealed a ruptured bladder. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of the small volume intermate ruptured during filling. The rupture occurred prior to patient use. There was no patient involvement. No additional information is available.